Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Upon successful deployment, the patient experienced abdominal pain on the next day. Cat scan demonstrated one leg of the ivc filter directed horizontally with the tip projecting, perhaps in the wall of the abdomen. The bard g2 filter was removed and replaced with a cook select ivc filter. Therefore, the investigation is confirmed for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter struts perforated into duodenum. The device was removed percutaneously .the patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.